Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) had an intermittent loss of gui alerts. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu). The customer replied that it will be replaced along with the data cable. A customer service engineer (cse) will be called to install the software.